Event description:
It was reported that the ortholock ex-pin 3x110 broke upon removal from the femur during a total knee replacement procedure. The broken fragment was left in the patient's bone. The case was completed successfully without a clinically significantly delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of the pin breaking is unable to be confirmed because the customer is not returning the product. H3 other text : device not returned for investigation.